Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated while testing the device with the associated batteries returned with the device. The batteries were found to be depleted, however, review of the device activity logs did not find evidence to support the reported event. Review of the activity logs found no evidence of any power-related issues. The device passed testing with known working batteries. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.